Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 5/31/2024, it was reported by a sales representative via phone that an ar-3600-2 fibertak suture anchor and an ar-3638dc knotless fibertak dispoable kit, curved had an issue during a shoulder rotator cuff repair procedure with biceps tenodesis on (B)(6) 2024. The surgeon put the drill guide on, drilled and inserted the suture anchor through the drill guide, when a plastic part of the anchor inserter that was outside of the patient, broke off inside the drill guide. The inserter could not be removed from the drill guide, they had fused together. When removing the inserter together with the drill guide from the patient, the knotless suture anchor was pulled out as well. Nothing broke off inside the patient, the broken plastic piece was contained within the drill guide and everything was removed. The same spot was used, the hole was made bigger and an ar-1927psf-475 suture anchor, peek corkscrew ft with an unknown lot number was used to complete the procedure successfully with no harm to the patient. There was no case delay reported, and no additional anesthesia was administered. The complaint devices were discarded, but pictures were taken. This occurred during use with no reported patient harm.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the attachment during use.